Event description:
Pt developed liver problems.

Manufacturer narrative:
Eval summary: the info contained herein is based on the info provided by the initial reporter. No sample was available for evaluation and investigation. The info provided by the surgeon indicated that the pt had experienced "liver problems". The actual surgical procedure, date of surgery, date of liver diagnosis, and type of medications used were not provided. The physician did provide info that the condition "may have been a result of anti-inflammatory drug use." There was no indication that the pump malfunctioned. The pt had resumed normal activities. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.